Manufacturer narrative:
This ra lead will not be returned to boston scientific for laboratory analysis because it was capped and abandoned. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead was abandoned surgically due to infection. It was also noted the associated device was explanted due to infection. The associated device is a competitor's product. There were no additional adverse patient effects reported.